Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012702007); product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the first deployment attempt of a transcatheter valve, the valve was recaptured due to implant depth being too shallow. Subsequently, the valve was redeployed; however during the second deployment attempt, an infold was observed at an implant depth of 0-2 millimeters (mm) and the valve was constrained. A final deployment attempt was made with a subsequent recapture. A second valve was then loaded into a new dcs and used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that following the first deployment attempt of a transcatheter valve, the valve was recaptured due to implant depth being too shallow. Subsequently, the valve was redeployed; however, during the second deployment attempt, an infold was observed at an implant depth of 0-2 millimeters (mm) and the valve was constrained. A final deployment attempt was made with a subsequent recapture. A second valve was then loaded into a new dcs and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that the infold was observed after the second deployment attempt. The valve recaptured and deployed a third time; however, the infolding with frame constraint persisted. As a result, the valve was recaptured a third and final time and withdrawn from the patient.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. E4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.